Event description:
It was reported that the patient with this right ventricular (rv) lead was exhibiting fainting, likely due to dehydration. Rv lead troubleshooting showed high out of range pacing impedances above 3000 ohms in bipolar configuration and high pacing thresholds, with noise reproduced with isometrics maneuver. Fluoroscopy indicated that the lead appeared to be bent or kinked. The rv lead was surgically abandoned and was replaced. No additional adverse patient effects were reported.